Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure back right bottom cracked, back middle screws cracked. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant events or errors in the event log. The alleged complaints were confirmed. The rear case kit with enclosure seam gasket will need to be replaced due to physical damage/cracked screw boss mount. Software. The inlet air path assembly and removable air path foam were replaced per remediation.   The customer does not want any repairs done to the unit. The device will be returned unrepaired. The device was returned to the technician for further evaluation and failed proximal sensor pressure calibration. The device was sent to be retested using active porting block and passed all testing.